Event description:
Two hemoclips were used during pt¿s colonoscopy procedure and they both spontaneously deployed. Both items marked as defective and reported to charge rn. Manufacturer response for hemoclips, hemoclips (per site reporter). Reported defects with same product code to medsun. (B)(4).